Manufacturer narrative:
Concomitant medical products: 4470 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient heard an alert. The alert was triggered due to non-sustained episodes and short v-v intervals on the right ventricular (rv).the lead was later indicated to have high/undefined pacing impedance and multiple noise episodes. During the revision procedure, it was suspected that there was a possible header issue with the ICD as the lead was testing normally. The lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.